Manufacturer narrative:
H6: evaluation codes updated device evaluation: no sample was returned for investigation. Due to fact that the cuff leak was observed during use (after placement) it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with the instructions for use. Without the sample we are unable to determine true root cause of this issue. No trend of confirmed complaints in relation with this issue was identified.

Event description:
It was reported that the intubation kit could be inflated during the inspection, and the gas could fill the entire balloon, so the patient was intubated for related treatment. After the kit was inserted into the patient, the doctor inflated it. After it was filled, it was found that the kit slowly leaked after being pressurized, and the balloon could not be inflated to a higher degree. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.